Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose event event 493 mg/dl that began the previous day and was treated with both the insulin pump and a manual shot of 20 units. The infusion set was changed the morning of the report, and upon removal, bleeding was noticed at the site but it was not actively bleeding. The event involved products mmt-1884,mmt-7040a,mmt-332a,mmt-397a. Troubleshooting was performed was using the minimed 670g/770g/780g system with auto mode/smartguard active, and had a manual shot as a backup plan. Troubleshooting confirmed no leaks, air bubbles, site/insulin issues, or bent cannula. The customer was advised to change the infusion set and sensor, and to monitor the site, with a replacement infusion set (mmt-397a) and sensor approved and shipped via expedited service (xp3). No further patient complications were reported. Mmt-1884,mmt-7040a,mmt-332a,mmt-397a product replacement or return was required.